Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 282480001, implanted: (B)(6) 2011, product type: accessory. Product ID: 3550-39, lot# n286061, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) was heating up when turned on; it was hot and warm inside when turned on and used, but not when recharging. The impedance check was fine and the patient's skin appeared okay. The ins was replaced and the issue was resolved. The patient outcome was alive with no injury. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly of the device. Evaluation result code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling heat at the pocket site. The issue was stated to have begun 2 months ago. This hot sensation would occur regardless of whether or not the patient was charging. The patient's healthcare provider (hcp) did not believe an infection to be the issue. Impedances were checked and looked normal. No fall or trauma occurred. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention occurred, and if the issue was resolved. This event will be updated if additional information is received.